Manufacturer narrative:
(B)(4). Follow-up report date: 1/8/2016. One used delivery system and capsule were received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. The device was found to function normally and within specifications.

Manufacturer narrative:
The site indicated that the incident unit will be returning to the manufacturer for evaluation when additional information pertinent to the incident presents itself, a follow-up report will be submitted. (B)(4). .

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the patient or user.